Manufacturer narrative:
Concomitant medical product: 419688 lead implanted: (B)(6) 2014 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had not been collecting optivol data since the last interrogation. It was also reported that the left ventricular lead threshold had been increasing over the previous few months. No reprogramming was done, and the device and lead remain in use. No patient complications have been reported as a result of this event.